Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labrum/shoulder procedure, on (B)(6) 2020, an ar-2323ds drill was used to prep the bone. Upon insertion the first anchor, ar-2923bc (lot 10668124), demonstrated stress lines and cracks. Fixation was maintained with the small cracks. The second anchor, ar-2923bc, acted similarly but pulled out and was retrieved. The anchor that was pulled out was re-drilled with a 3.5 pushlock disposable drill, ar-1926ds, and a 3.5 pushlock anchor, ar-1926bc, was securely implanted. Patient's bone was reported to be hard. Additional information obtained 7/2/20: approximately 1mm of the first anchor broke off. The surgeon was able to retrieve the piece that broke off using suction. The remainder of the first anchor, which has small cracks, was left as the fixation was maintained. The second anchor was fully retrieved in pieces and discarded.